Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion exhibiting 80% stenosis located in the mid right coronary artery (rca). There was no damaged noted to the packaging. There were no issues noted when removing the device from the hoop. The lesion was pre dilated. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. An non medtronic device was successfully used to complete the procedure. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.